Event description:
It was reported that this pacemaker could not be interrogated, and the patient reported experiencing an increase on the pacing rate. Upon in office evaluation, it was determined that this device had entered into safety mode. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device <<confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. Correction to section b, adverse event/product problem. Field b1 adverse event/product problem.

Event description:
It was reported that this pacemaker could not be interrogated, and the patient reported experiencing an increase on the pacing rate. Upon in office evaluation, it was determined that this device had entered into safety mode. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has been returned.

Event description:
It was reported that this pacemaker could not be interrogated, and the patient reported experiencing an increase on the pacing rate. Upon in office evaluation, it was determined that this device had entered into safety mode. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this device was subsequently explanted and replaced. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that this pacemaker could not be interrogated, and the patient reported experiencing an increase on the pacing rate. Upon in office evaluation, it was determined that this device had entered into safety mode. No adverse patient effects were reported. This device remains in service.